Event description:
Pt had a radical prostatectomy in july. Pt was due to have the jp drain removed 13 days later. Pt stated that the drain 'fell out' the morning of their appointment. Pt could not describe the drain length. Drain was thrown away. At that appointment, pt was diagnosed with bilateral pulmonary emboli requiring an extended hospitalization. Pt was re-admitted 14 days later w/fever. Pt has abnormal abscess surrounding a piece of retained drain. This was surgically removed 4 days later. Due to delay in discovering drain, it's not possible to know the exact lot number."

Event description:
Per medwatch form received, "pt had a radical prostatetomy in july. Pt was due to have the jp drain removed 13 days later. Pt stated that the drain "fell ut" the morning of their appointment. Pt could not describe the drain length. Drain was thrown away. At that appointment, pt was diagnosed with bilateral pulmonary emboli requiring an extended hospitaliztion. Pt was re-admitted 14 days later w/fevers. Pt had abnormal abscess surrounding a piece of retained drain. This was surgically removed 4 days later. Due to delay in discovering drain, it's not possible to know the exact lot number."